Manufacturer narrative:
UDI not required. Legal manufacturer: (B)(6). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that four patients were hospitalized based on artifact that was determined to be a false positive. There was no injury.

Manufacturer narrative:
The air in the tube oil was purged as described in the service manual to repair the system. The investigation determined that the customer received a pink pop-up attention window that stated "the beam quality check has detected a problem. Image quality may be affected. Scanning will not be disabled. Call ge service today to schedule service to correct the problem. Press "ok" to proceed at the risk of image artifacts. The customer called ge for service 11 days later.